Event description:
The hospital staff noticed that the aspiration pump was not providing -25 inhg vacuum. They contacted the penumbra sales representative to try understand the issue but ended up using the backup pump instead. The physician was able to complete the case successfully. When the penumbra sales representative arrived at the hospital he found that there was a loose nut inside the pump housing. He was able to tighten the nut and decided to test the pump when he found that the aspiration adjustment knob was stripped. He was able to tighten the knob and the pump was then able to provide adequate aspiration.

Manufacturer narrative:
Conclusion: this device was repaired on site and is still in use.